Event description:
This case was initially received via regulatory authority igz on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvis pain") and genital haemorrhage ("inexplicable bleedings") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("long menstruation (up to 10 weeks)"), abdominal distension ("swollen abdomen"), weight increased ("weight gain"), abdominal pain ("abdomen pain"), incontinence ("incontinence"), amnesia ("loss of memory"), disturbance in attention ("worsened concentration"), fatigue ("tiredness"), depression ("depressive") and pruritus ("itch"). The patient was treated with surgery (uterus removed in 2010; essure and ovaries removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal distension, weight increased, abdominal pain, incontinence, amnesia, disturbance in attention, fatigue, depression and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, amnesia, depression, disturbance in attention, fatigue, genital haemorrhage, incontinence, menorrhagia, pelvic pain, pruritus and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.